Event description:
Nurses state product labels are very similar and look exactly the same when on a storage shelf. May be dangerous for pt. Co should consider redesign of labels. Product: acid concentrate bicarbonate dialysate.